Event description:
It was reported that: pt experiences hip pain just when walking. Pt states that at times it is unbearable to walk.

Manufacturer narrative:
Device info has not been provided at this time. Info rec'd from the pt indicated that reported device may be either rejuvenate or abgii.